Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 2.25x12mm promus element plus drug eluting stent was advanced to treat the target lesion. However, the stent dislodged into the left main coronary artery upon withdrawal of the device. The physician performed crush stenting using a non-bsc stent to resolve the issue. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device s a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).